Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2016-00598 ((B)(4)). Complaint not confirmed. No problems found. The returned ar-6410 was run with the returned ar-6480 pump. Pump and tubing ran for approximately 20 minutes with no problems found. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy an ar-6480 arthroscopy pump ((B)(4)) was being used and the tubing, ar-6410 lot 016523 ((B)(4)),became pressurized. Per the reporter the excess fluid caused a tear in the tissue of the suprapatellar pouch, but caused no injury and there was no extravasation/compartment syndrome caused. A different pump was brought in and connected to the same tubing set. This did not correct the problem. A new set of tubing was used to complete the case. Per the reporter, the surgeon stated that this is not a critical issue and no further action is required.